Event description:
5/21 - foley inserted in the operating room after cysto. Inflated with 30cc fluid by dr. Savarirayan.5/22 - in attempt to remove foley 31cc fluid withdrawn. (Per nurse notes) from balloon. Unable to remove foley.4/30/93 - physician reviewer (safety officer): "examination of the record does not verify exclude a catheter failure. In op report the balloon was ruptured (per ether instillation and the balloon and distal catheter were twisted. This seems more like an unfortunate occurrence than equipment failure." Dr. D.d. Shannon, m.d.this occurrence caused a return to surgery for a cystectomy and an extended length of four days for this patient. He was dismissed with a catheter in place and suffered from incontinence after the catheter was removeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: balloon. Conclusion: device failure indirectly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.